Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on october 31st the system received a driver error related to replacing the driver. Tissue could not be collected and some chambers could not be imaged. The needle was inside the patient´s breast. Procedure had to be rescheduled. Only 1 event required to be rescheduled. A field engineer examined the equipment and ran several tests with no issues. Remote support changed timing of image processing and tested the unit and no issues found. System passed all specifications. No other information available.